Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient stated that her blood glucose level had been elevated as high as 28 mmol/l. She switched to her backup infusion device and her blood glucose levels returned to normal. She then switched back to her primary device, but using the accessories that were on her backup device, and her blood glucose levels became elevated again. The patient switched back to her backup device and her blood glucose levels returned to normal. When checking the history in her primary device, she stated there was a bolus of 1 unit of insulin when she had programmed a bolus of 5 units of insulin. While disconnected from the device, the patient bolused 2 units of insulin and did not see any insulin flowing from the end of the infusion tubing. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).